Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are folded over and adhered to the optic by solution. A deep scratch is observed going across the anterior surface of the optic. A small crack is observed near the gusset area of a haptic. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. Lens damage was observed. A crack is observed near one of the gusset areas which could be interpreted as the reported broken haptic. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Qualified associated products were indicated. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical devices (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens (iol) implant procedure lens found to have broken haptic. The procedure was completed by using the backup lens. Additional information received and stated that the issue had been observed during loading.